Manufacturer narrative:
Corrected fields: b5 describe event or problem and h6 device codes.

Event description:
It was reported that one day after the implant procedure of a cardiac resynchronization therapy defibrillator (crt-d), this right atrial (ra) lead exhibited intermittent oversensing of right ventricular (rv) signals. High capture thresholds, low amplitude and loss of capture (loc) were noted as well. Boston scientific technical services (ts) was consulted and recommended to perform a chest x ray to determine the position of this lead as well as options for troubleshooting. Further information was received that a chest x ray was performed and no issues were observed. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that one day after the implant procedure of a cardiac resynchronization therapy defibrillator (crt-d), this right atrial (ra) lead exhibited intermittent oversensing of right ventricular (rv) signals. High capture thresholds were noted as well. Boston scientific technical services (ts) was consulted and recommended to perform a chest x ray to determine the position of this lead as well as options for troubleshooting. Further information was received that a chest x ray was performed and no issues were observed. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that one day after the implant procedure of a cardiac resynchronization therapy defibrillator (crt-d), this right atrial (ra) lead exhibited intermittent oversensing of right ventricular (rv) signals. High capture thresholds were noted as well. Boston scientific technical services (ts) was consulted and recommended to perform a chest x ray to determine the position of this lead as well as options for troubleshooting. No adverse patient effects were reported. At this time, this lead remains in service.